Event description:
The customer reported a series of error messages and then the system shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack and x-ray tube were replaced. The system was then found to be operating as intended.